Event description:
During use of the device for a cardiopulmonary bypass procedure, the user reported that the ph and be values were inaccurate. The device was not changed out, as additional blood gas analysis were performed during the case. The surgical procedure was completed successfully, and there were no delays, no blood loss or no adverse consequences to the patient. Investigation in process, but not yet completed.